Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1044 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported sv PICC line broke. Additional information received 08/07/2020: it was reported this PICC broke where the hub meets the extension leg. This was an in-patient.